Event description:
It was observed that during the device evaluation, the subject device exhibited a leak in the universal cord, color distortion in the image, and component failure in the electronic system. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: universal cord had leaked due to component failure of the universal cord, and image had color distortion due to component failure of the electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.